Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a black screen during a surgery. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: b5, d1, d3, d4, d5 h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-feb-2022 to 09- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system updates were not installed. So, the updates were installed. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a surgery. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the operating system updates were pending. Operating system updates installed to resolve. The system functioned as intended.